Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient reported to the clinic on (B)(6) 2024 with symptoms of fatigue and shortness of breath, and low flow alarms. Lab work revealed worsening end-organ function. An echocardiogram was performed, which showed worsening right ventricular function. Hospital admission was advised; however, the patient initiall refused. The patient presented to the emergency department later that evening for ongoing alarms. Milrinone was initiated and a plan was made to diurese the patient and perform a right heart catheterization. The care providers highly suspected the cause of the low flow alarms to be right ventricular failure. A review of the log files captured multiple low flow alarms on (B)(6) 2024. A low flow software upgrade was performed on both of the patient's system controllers for end-stage right ventricular heart failure palliative care.

Manufacturer narrative:
Section d1 brand name: corrected section d4 catalog number: corrected section d4 primary UDI number: corrected. Manufacturer's investigation conclusion: review of the submitted log files confirmed low flow events. According to the account, the low flow events were caused by right heart failure. A direct correlation between (B)(6) and the reported events could not be conclusively determined through this investigation. The submitted controller event log file captured transient low flow hazard alarms on 12feb2024. No other notable events or alarms were captured. The system appeared to operate as intended at the set speed for the duration of the file. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 (hm3) left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Multiple organ dysfunctions/failures (including right heart failure, renal dysfunction, and hepatic dysfunction) are listed as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Section 1 ¿introduction¿ of this IFU provides an explanation of all pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 ¿system monitor¿ provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. Section 6, ¿patient care and management¿ (under ¿right heart failure), states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. Section 6 (under ¿caution!¿) further explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. Heartmate 3 lvas patient handbook, rev. D, is currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed low flow events. According to the account, the low flow events were highly suspected to be caused by right heart failure. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively determined through this investigation. The submitted controller event log file captured transient low flow hazard alarms on (B)(6) 2024. No other notable events or alarms were captured. The system appeared to operate as intended at the set speed for the duration of the file. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 (hm3) left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. The current revisions of the IFU and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including multiple types of organ failure and dysfunction (including right heart failure, renal dysfunction, and hepatic dysfunction) and death, as potential adverse events that may be associated with the use of heartmate 3 left ventricular assist system. This section also addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms and explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 6, ¿patient care and management¿ (under ¿right heart failure), states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. Section 6 (under ¿caution!¿) further explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the patient passed away on (B)(6) 2024 due to right ventricular failure. The outcome was not considered device or therapy related. An autopsy was not performed. The device was not explanted.